Event description:
Over the years, I have been experiencing increasing groin pain from a shifting and hardening of a mesh patch that was used for repair of my inguinal hernia in 1998. This was the perfix plug and patch polypropylene system made by bard. Diagnosis or reason for use: inguinal hernia-right side.